Event description:
During a "barrett esophagus" the dr activated the g.I. Probe while touching tissue. This left a pit which resulted in a perforated esophagus. The system 7500 esu was checked out prior to the surgery by hosp biomeds.